Manufacturer narrative:
The patient underwent a pump exchange on (B)(6) 2019 from (B)(4) to (B)(4) (also reported under MFR # 2916596-2019-04369). Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient, who had a history of cirrhosis, was undergoing an hmii to hm3 exchange during which significant bleeding was noted. The patient was given 7 units of packed red blood cells, 6 fresh frozen plasma, 2 cryoprecipitate and was placed on veno-venous ECMO. The patient then experienced cardiogenic shock and expired on (B)(6) 2019. Reportedly the device functioned as intended and the patient¿s outcome was not believed to be device or therapy related. Multiple requests for product return and additional information were sent to the customer. No product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a hm ii to hm3 exchange for malposition, suspected inflow thrombus due to moderate mr at speeds of 14000 rpms with av opening every beat. Patient has a known history of cirrhosis. It was also noted that the patient has substantial bleeding, was given 7 units of packed red blood cells, 6 fresh frozen plasma, 2 cryoprecipitate. And placed on veno-venous ECMO. It was reported that the patient expired on (B)(6) 2019 due to cardiogenic shock. The device functioned as intended. Per patient outcome it was reported that the patient expired on (B)(6) 2019. The cause of death was noted to be cardiogenic shock. It was reported that the device functioned as intended. Patient had cirrhosis and suffered bleeding complications. The outcome is not believed to be device or therapy related.